Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the battery compartment was cracked, and there was no power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-dec-2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of pump reboot events. The pump was found to power on intermittently with the returned battery cap and a test battery cap. During investigation, the battery compartment was found to be cracked from the threads to the case seal and above the grip pad. The pump cover was removed and there was no evidence of moisture or damage to the internal components.